Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery was observed to be depleting quickly. The customer stated the battery dropped from 85% to 65%. In addition, the customer reported experiencing low blood glucose (bg) level of 44 (mg/dl). Customer stated they believe the suspected cause of the low bg is the pump settings needing to be adjusted for the mornings. Customer also stated they have been loosing weight recently. Pump data upload was not available. Reportedly the customer will continue to use the pump for therapy and a recommendation was made for the customer contact their healthcare provider regarding their low bg level.